Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue occurred on (B)(6), 2012, at 1pm. The patient reported obtaining blood glucose results of "92 and 83 mg/dl" with the subject meter. The patient manages her diabetes with novolog insulin through her insulin pump. The patient denied making changes to her usual dose of medications. Prior to testing, the patient claims she felt symptoms of shaky, fast heart beat and felt faint. The patient took food and/ or drank a beverage as treatment. Results obtained with subject meter prior to the patient's reported symptoms were not specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have the testing supplies to perform quality control testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.